Manufacturer narrative:
An investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Mhra 2023/011/027/501/004 was later submitted by the customer for the event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws on the fenestrated bipolar forceps broke. A wire snapped from the side of the instrument. There was difficulty controlling the fenestrated bipolar forceps from the surgeon side console (ssc). The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the midpoint of the grip. The grip tip did not break off the instrument. No missing piece was noted.